Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received nine shocks from the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response (rvr). The af was a result of substance abuse. The patient was hospitalized to control the af and assist with substance abuse resolution. The ICD remains in service and no adverse patient effects were reported.